Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was a decrease in high voltage lead impedance and variable impedance values. X-ray was performed and revealed no visual anomalies. The patient did not receive any inappropriate therapies due to this event. A subcutaneous ICD implant procedure is anticipated to resolve the event. The patient was stable.